Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 869-021, 510k # k040962 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior surgical procedure to extend a previous construct from l2-l5 to t9-l5 due to kyphosis at l1-2. It was reported that approximately 4 years post-op the rod was found to be broken between l1-2. The patient reported having pain. The patient underwent a revision surgery in which a cage was inserted between l1-2 and crosslinks were added to make a dual-rod construct. The surgeon commented that l1-l2 had instability because of "vacuum", and that stressed the rods; and the rods broke eventually. No additional patient complications were reported.